Event description:
It was reported that during a right iliac angioplasty treatment procedure, the stent fell off the stent delivery system. Vascular access was obtained via the left femoral artery. The 80 to 90 % stenosed target lesion was located in the non-tortuous and non-calcified right iliac. This 6.0x30x135cm express stent delivery system (sds) was selected and was advanced to the lesion against resistance; however, the physician noticed that the stent was moving on the sds. The physician decided to removed the sds, upon removal the stent fell off inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and that patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right iliac angioplasty treatment procedure, the stent fell off the stent delivery system. Vascular access was obtained via the left femoral artery. The 80 to 90 % stenosed target lesion was located in the non-tortuous and non-calcified right iliac. This 6.0x30x135cm express stent delivery system (sds) was selected and was advanced to the lesion against resistance; however, the physician noticed that the stent was moving on the sds. The physician decided to removed the sds, upon removal the stent fell off inside the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and that patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent partially attached to the balloon at the distal end. The stent was placed 21mm distally from the original correct crimped position on the balloon. A microscopic examination of the device noted that there were clear stent crimp marks noted on the balloon. The distal end of the stent was squashed. The stent was slightly flared in the center. No other damage was noted to the stent. The shaft was damaged 175mm from the distal end of the strain relief for a length of 17mm. No further damage to device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).